Event description:
The customer called and reported she experienced high blood glucose of 460 mg/dl, which was treated with customer's insulin pump. Information from the customer's sensor was reportedly not being transmitted and customer received a lost sensor alarm. Troubleshooting was performed and it was discovered the sensor cannula was bent. Customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor, and performed the sensor initialization test using a new lab transmitter. Confirmed that the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Also found sensor's cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.